Event description:
Onset immediately post-uae, she has experienced numbness in the right leg with pain and swelling. Numbness has increased to other parts of the body including the entire right side of body and into the right side of the face.